Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose and insulin pump had a blank display and failed battery. The customer¿s blood glucose level was 582 mg/dl. The customer was treated with injection. The customer stated that the insulin pump was not holding a battery and also stated that they had received a failed battery and blank display. The troubleshooting was performed for failed battery and was advised if not aligned or tightened the pump did not alarm battery failed alarm. The customer was advised to insert a new battery and the screen was still blank after inserting a new duracell battery. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.